Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with pentaray nav catheter and an occlusion / no irrigation (device used in patient) issue was observed. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 08-jan-2026. The suspected device for the reported flow / irrigation issue was the catheter. The device was used in the patient. No error. After normal pressurization, there was no water flowing out, and no water flowing out when pushed and pumped with a syringe. Correct catheter settings were selected on the generator. This occlusion/no irrigation issue was originally considered non-reportable; however, bwi became aware on 08-jan-2026 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is 08-jan-2026.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with pentaray nav catheter and an occlusion / no irrigation (device used in patient) issue was observed. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 17-feb-2026. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed, and irrigation could not be performed; therefore, dissection was performed in the tip area and the irrigation tube was found folded. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the irrigation tube bent was traced to manufacturing. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion / no irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ issue. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion / no irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was folded¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).